Event description:
Complaint reported as followed: "balloon not tight."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot#13fm0209 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Bead strap was intact and not broken in all four retains. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).